Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to diabetic ketoacidosis. He reported some infusions did not had adhesive, were not adhering and kept falling off. There was no glue on the set at all. In the morning of the day of event, his blood glucose level was 887 mg/dl, had vomiting and he woke up, noticed it was not sticking. He was hospitalized and received insulin drip via intravenous route. On the day before this report, he tried to go back on the pump and noticed the other sets had no adhesive. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.